Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. No specific product problem was reported, so sample has been returned for eval and no specific info has been received regarding the manner of use of the device. With the info available, no conclusion can be drawn. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. The IFU addresses warnings to reduce the risk of burns to the user such as: avoid activation of the electrosurgical probe when the electrode tip is not in contact with the target tissue. Due to the potential for capacitative coupling and inadvertent burning to the pt at high voltages, keep the voltage/power as low as possible to achieve the desired effect. The risk of burns can be reduced, but not eliminated, by placing the electrodes or probes as far away as possible from the electrosurgical site and from the dispersive electrode. Protective impedances incorporated into the monitoring leads may further reduce the risk of these burns. If using irrigation with the electrodes, care should be taken to ensure liquid does not enter the connection between the electrosurgical fitting and the electrosurgical generator foot switch cable. There is a high risk for burns to the user if liquid enters the fitting. The electrosurgical attachment tip must be retracted and locked into the electrosurgical sheath when entering and exiting the abdominal cavity, so as not to cause inadvertent harm to organs. To avoid accidental injury to the pt and user, do not lay electrode directly on pt or in a pool of fluid. When not in use, keep electrode in a safety holster or on instrument table.

Event description:
Per hosp product problem notification form: as surgeon stepped on bovie pedal, surgeon's right index finger was burned. Per additional info from hosp risk mgr/surgeon: surgeon reported it was a 3rd degree burn, tiny and painful and it was self-treated with silverdene ointment. Surgeon reported cautery machine was set at 70 coagulation.